Event description:
It was reported that a pump problem occurred. The patient just had his pain pump implanted and his ¿remote control¿ was just turned on. It was stated that ¿and the nurse told me¿the wrong way to put it in¿. It was unclear what the issue was. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported as part of manufacturer's report # 3004209178-2014-08256: [it was reported that t he patient had a loss of therapeutic effect. After implant, in the beginning the patient felt real good but now he "aches a bit". The patient stated that he "messed up and did a few things he shouldn't have like working around his house and installing a door knob. The patient also stated that one time he was trying to get out of his lazy boy chair and felt a "real sharp" pain in his stomach that lasted about 10 seconds and then went away. These events occurred/began about 1 to 2 weeks after implant. The patient had concerns about his catheter getting pulled out of the pump. The patient was not feeling any withdrawal. The patient had an appointment with his managing hcp (healthcare provider) tomorrow (B)(6) 2014). He had been seeing his hcp about once a week since implant and had increases at each appointment. The patient was off of all of his oral medications. It was noted that the patient had been to the ER (emergency room) and was given an x-ray and then they started to give him a cat scan. When asked why he had to go to the ER, the patient stated "I don't need to go into why I was there". The patient also initially stated the he couldn't hardly feel t he bolus with his ptm (personal therapy manager), but then later stated that he could feel the bolus working. The device system was delivering morphine. It was later reported that the patient did not have concerns with his device or therapy. The patient received assistance and his concerns were resolved. Additional information has been requested, but it was not available as of the date of this report.]

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).